Event description:
The complainant reported an automated impella controller (aic) battery failure and battery communication failure. The initial aic was replaced, and the case continued. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.